Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined. The device history record for the device was reviewed with no abnormalities in documentation or process noted.

Event description:
Olympus was informed that the bd-410x-2055 balloon dilator was difficult to get down the scope during a procedure, but eventually it did go down the scope. Initial dilation was not sufficient, however, the device broke after first dilation of 18. The balloon was inflated to 18mm. The procedure did not use fluoroscopy or x-ray. The balloon was inspected with no holes or damage noted. The patient was not under general anesthesia and the anesthesia did not have to re-administered. The balloon and dilator were inspected before use and no anomalies were found. The balloon was lubricated and was not tied in a knot or tied with a string. The dilator was not used with a test balloon. The balloon was deflated and as it was being removed, the sheath snapped. The gastroscope was removed from patient and then half the balloon from the top then the balloon from the distal end of the scope. The sheath did not fall into any part of the patient¿s body. A delay in the procedure, characterized by the user facility as a "few minutes" occurred, in order to verify equipment function. The intended procedure was a therapeutic egd with balloon dilation. The procedure was completed using a different balloon and gastroscope.